Event description:
It was reported that a user experienced prolonged hyperglycemia with a highest cgm reading of 326 mg/dl for approximately nine hours after a meal while using the ilet with a libre 3+ cgm and an infusion set placed on the abdomen near the navel; the user had recently started ilet, treated a preceding low glucose, then ate a chick-fil-a sandwich with fries, and announced the meal, receiving about 3.8 units, after which glucose trended high without device alerts. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no hospitalization and glucose values were in range at the time of the call. Investigation included user interview, therapy data review, and troubleshooting and education on best practices. Investigation of this case revealed user-related factors consistent with overtreatment of hypoglycemia followed by meal intake and an early learning period with the ilet, with no evidence of device malfunction or alarm failure and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to treating hypoglycemia immediately before a meal and announcing the meal before glucose stabilized, during the early learning period.